Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/01/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary : it was reported performance pull off - suture needle. An empty opened foil, an empty winding former, a paper lid and a detached needle of product code vr2280, lot # 534025 were received for evaluation. During the visual inspection of the sample, the closure of the channel needle was noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off - suture needle is a clip off defect. Additionally, an ethilon needle/suture piece was received, the product code and lot number are unknown. The needle was noted breakage at tip and several marks could be observed in this area. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. One ethilon needle/suture piece was also returned. Was this returned in error? Is there a complaint about the ethilon needle for this patient/procedure?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the needle separate from the suture thread; in the package, during dispensing (before use on patient) or during actual suturing (use on patient)? During actual suturing, lot number, how was case completed? Another thread has been opened. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences :no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown,

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle had a loose thread. No adverse patient consequences were reported. Additional information was requested.